Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: a result of either 278 mg/dl or 300 mg/dl and a result in the 120's mg/dl. The patient could not recall the exact values.